Event description:
Engineering triggered an investigation based upon failures observed during product testing. No production or field failures have occurred. The failures involve an inability to view the push analyze menu. A failure could hinder the ability to perform pt electrocardiogram analysis in the AED mode of operation.

Manufacturer narrative:
An investigation by physio-control determined no failures in either production or in the field. Physio-control will continue to monitor the frequency and severity of the occurrence and report to FDA as required. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.